Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported (B)(4) during the implant procedure four contacts showed invalid impedance. The lead was replaced with a new one and the procedure was completed. The procedure was extended thirty minutes.